Event description:
Pt reported the cartridge leaks insulin while the infusion device is in use, and the piston rod and plunger holder of the cartridge are always wet. The infusion device, cartridge, and infusion set were requested for eval, and the infusion device was replaced. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.